Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was over 400 mg/dl. Customer reported the alarm was resolved by an infusion set change. Customer was advised to monitor the device. Customer will not be returning the device for analysis.